Event description:
The report received from the affiliate states that when advancing the palmaz stent delivery system to the target lesion the stent dislodged in a non target vessel. The stent was post-dilated and during post dilation the aviator balloon ruptured. A second stent was placed in the target lesion and during post dilation of this stent a second aviator balloon ruptured during post dilation. The patient was a male, but his age was unknown. The target lesion was the left and the right common iliac artery. The lesion was a de novo, heavily calcified and highly tortuous. The % of the stenosis was 99%. Initially, treatment for the left common iliac artery was conducted. The products were properly inspected and prepped and no anomalies were noted. Approach was made from the femoral artery with a sheath introducer (medikit's 6f). A guidewire (chevalier) crossed the lesion and was positioned at bifurcation of renal artery during the procedure and pre-dilation was conducted with an aviator plus (4.0/20mm). When the first palmaz stent (6.0/20mm, lot 15500745) was being delivered to the target lesion it would not cross the lesion. The palmaz stent was caught at the distal tip of the sheath introducer when the sds was withdrawn, and the stent was dislodged on the guidewire. The dislodged stent was dilated with an aviator balloon and implanted at the external iliac artery (eia) with 10cm distance from the target lesion. It was noted that a second aviator plus (6.0/20mm, lot 15432685) was delivered inside the stent and inflated at the external iliac artery, but this balloon ruptured. Then, the balloon catheter was exchanged for a third aviator plus (7.0/20mm, lot 15274729) and the stent was implanted at the external iliac artery. Subsequently, a second palmaz stent (6.0/30mm) was implanted at the target lesion and post-dilation was conducted with a third aviator plus balloon, but the balloon ruptured below 10atmospheres.

Manufacturer narrative:
The report received from the affiliate states that the palmaz stent delivery system would not cross the de novo, heavily calcified, highly tortuous lesion with a 99% stenosis. While being withdrawn the stent became caught at the distal tip of the sheath introducer and the stent dislodged on the guidewire. The dislodged stent was dilated with an aviator balloon and implanted at the external iliac artery 10 cm from the target lesion. The stent was post-dilated and during post dilation the aviator balloon ruptured. Subsequently, a second palmaz stent was implanted at the target lesion and post-dilation was conducted with another aviator balloon; however the balloon ruptured below 10 atmospheres. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15500745 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by vessel characteristics/procedural factors and is not related to a product quality issue.

Manufacturer narrative:
Post-dilation was conducted with a different balloon catheter (slalom thrill: 7.0/20mm). Afterwards, treatment for the right common iliac artery was conducted and the procedure was finished without any other problems. The brand of contrast used in the procedure is unknown. The contrast to saline ratio is unknown. The brand of inflation device used is unknown. There was no patient injury reported. Concomitant devices gw: chevalier, jindo, radifocus bc: makeway 3.0/20mm, aviator plus 4.0/20mm, slalom thrill 7.0/20mm, 8.0/20mm sheath: medikit's 6f, stent: palmaz stent 6.0/30mm. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.